Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the side plates and comb were damaged. The bottom roll, screws, and gear were worn. There was a screw that broke into the carrier guide. The side plates, bottom roll, gear, carrier guide, screws and comb were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed.. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6) g2 country: united kingdom

Event description:
It was reported that during an unknown time the device is in need of repair. There was no note of patient impact or delay. During product evaluation, it was discovered that the comb was damaged. Due diligence is complete and there is no additional information available.